Event description:
An r-port premier was implanted for the infusion of therapeutic medication. While accessing the port and injecting medication, a small pinwheel "bubble" was noticed under the skin. When the port was removed, a puncture in the tubing to the port was discovered 1 centimeter above the septum. The port was replaced with a PICC line.